Event description:
The patient received two leads (from the same lot) placed in the occipital region as part of his pns system (off-label). It was reported the patient fell in the shower (B)(6) due to a seizure. It was reported one of the leads had migrated and the other was fractured. The patient allegedly felt no stimulation from the fractured lead and ineffective stimulation from the migrated lead. Reprogramming was unsuccessful at resolving the issue. Surgical intervention will likely be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.